Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that admin set 20dp w/ filter y site clmp had foreign matter. The following information was provided by the initial reporter: material no: b2-70071-df. Batch no: 21015465. It was reported the set had loose pieces of the spike on the side once it was spiked into the bag.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-28. H6: investigation summary: a notification of loose material in spike was received, however, samples were requested to confirm the reported failure mode. 2 samples of the b2-70071-df were received at (B)(6) on june 28th, 2021. The samples were visually inspected and no issues in the spike were observed, however, a quick revision with the customer was performed on (B)(6) 2021, and according with the customer words the loose material was observed in the IV bag when the set is connected. The samples were tested connecting the syringe to an IV bag, during the testing, no loose material or particles in the IV bag and in the drip chamber were observed in both samples. DHR review. Model: b2-70071-df. Lot number: 21015465. Lot qty: (B)(4). Qn/deviation: zero. Mfg date: jan/06/2021. *no qn¿s were found during the manufacturing of the lots reported in this complaint.

Event description:
It was reported that admin set 20dp w/ filter y site clmp had foreign matter. The following information was provided by the initial reporter: material no: b2-70071-df, batch no: 21015465. It was reported the set had loose pieces of the spike on the side once it was spiked into the bag.